Manufacturer narrative:
Device evaluation: two pictures of a pseudophakic eye were evaluated. The pictures provided in the file claimed to be implanted with a tecnis multifocal intraocular lens (iol) model zlb00 were evaluated. The pictures show an anterior segment dark field technique with high magnification, it can be observed an intraocular lens with optical diffractive pattern, in the center of the lens can be observed a small and mild hazy/cloudy area, although it appears to be posterior, it cannot be determined the actual location of the haziness/cloudiness (anterior or posterior surface of the lens). The root cause and potential clinical impact of the observed phenomena cannot be determined from a picture assessment. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between nov 7, 2017 and aug 30, 2022. If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter: reporter establishment name and address: (B)(6). Initial reporter: telephone number: (B)(6). Device evaluated by MFR: other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported a problem with an intraocular lens (iol) implanted in their patient¿s right eye. The polishing on the lens ended up generating an opacity on the iol. Additional information provided indicated that the patient has visual impairment, blurry vison, but not debilitated. It was confirmed that the iol remains implanted. There were no complications such as a capsule tear, vitrectomy, or sutures. No further information was provided.